Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 340 mg/dl. Customer stated that she got watchdog timeout alarm and put new battery the screen came back but keypad is not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection and novolog. Customer stated that she felt fined.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and down arrow buttons due to flattened button dome switches. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a13 alarm, e13 alarm due to button keypad anomaly. No unlock lcd keypad connector noted. No missing segments or partial display noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.